Event description:
During a meniscal repair procedure the surgeon reported that the suture broke while knotting. A second device was used successfully. The implant portion of original device was left in the pt.